Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient was implanted in 2014. The patient has received a eos message. This was confirmed and the patient was scheduled for a battery replacement. The battery will besent back for analysis in the future. The factors leading to the eos was likely due to patient compliance. The programming was documented in nlink to transfer to future battery. Impedance's were normal. The patient was being scheduled for surgery , the date was not known at this time. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the end of service (eos) was unknown and the battery would be sent back for analysis. There was only one known overdischarge event however the patient was known to be non-compliant with recharging. The patient had a consult for replacement the week prior to the report but a date for replacement had not been scheduled yet. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis results not available at the time of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the patient had a battery replacement on (B)(6). The rep noted that it was likely that the patient had 3 power on resets but they were not sure if this was the reason for the battery's end of service. The old ins was sent back for analysis. The replacement battery was to be activated at the post-op appointment on (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
Analysis found stim/ins/battery/eos due to three overdischarges. A correction was made, fdc (B)(4) was applied. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis found ins stim/battery/eos due to three overdischarges. If information is provided in the future, a supplemental report will be issued.